Manufacturer narrative:
Technical services discussed turning off latitude daily measurements. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right atrial pacing impedance measurements. A health care professional reported they were aware of the high measurements and inquired on turning off latitude alerts. No adverse patient effects were reported.